Event description:
It was reported that the arctic sun device alerted or alarmed about erratic or unstable patient temperature and therapy stopped. Connections checked and temperature in cable seemed a bit loose in the back. Once secure the temperature adjusted over a degree and nurse was asking whether it was ok to restart therapy. Nurse verified they were using esophageal probe and probe placement verified. The patient temperature was reading 36c and now reading 37.8c. Patient current temperature verified via alternate source. Mis discussed cables and what to watch for if any additional fluctuations noted. Mis advised nurse if occurred again then call back and they could walk through replacing the temperature in cable. Nurse restarted therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted or alarmed about erratic or unstable patient temperature and therapy stopped. Connections checked and temperature in cable seemed a bit loose in the back. Once secure the temperature adjusted over a degree and nurse was asking whether it was ok to restart therapy. Nurse verified they were using esophageal probe and probe placement verified. The patient temperature was reading 36c and now reading 37.8c. Patient current temperature verified via alternate source. Mis discussed cables and what to watch for if any additional fluctuations noted. Mis advised nurse if occurred again then call back and they could walk through replacing the temperature in cable. Nurse restarted therapy.